Event description:
It was reported that an unspecified number of bd nano¿ pro ultra-fine¿ pen needles from lots 2137654 and an unspecified lot had no insulin flow during the priming process. The following information was provided by the initial reporter: "consumer reported, no insulin flows when priming stated, she will push really hard on plunger and nothing happens stated, she will use 1 or 2 units when priming stated, more than a few pen needles have been affected and she's had the problem with two boxes but can only provide the lot number for one box."

Manufacturer narrative:
H6: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2137654 d.4. Medical device expiration date: 31-may-2027 h.4. Device manufacture date: 17-may-2022 d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nano¿ pro ultra-fine¿ pen needles from lots 2137654 and an unspecified lot had no insulin flow during the priming process. The following information was provided by the initial reporter: "consumer reported, no insulin flows when priming. Stated, she will push really hard on plunger and nothing happens. Stated, she will use 1 or 2 units when priming. Stated, more than a few pen needles have been affected and she's had the problem with two boxes but can only provide the lot number for one box.".